Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was not confirmed. Normal lead coils/cables continuities and lead insulation resistance were measured on the returned portion of the lead. Analysis noted damage at 8 - 10 cm from the lead tip, indicative of lead abrasion. The appearance of the abraded silicone insulation around the exposed sensing cables indicated that that the lead most likey was in a bent position, leading to an abrasion. The damages observed could have caused high capture threshold.

Event description:
After several follow-ups with high thresholds, physician decided to explant the lead. Lead damage was suspected. There were no consequences, and the patient was reported to be in good condition after event.